Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment procedure. A rf3000 radiofrequency generator was used; however, the system displayed an error message of only zero's and the impedance display was blinking intermittently. Roll-off was unable to be achieved ; the procedure was not completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the intended use of this rf300 was for radio frequency ablation of a liver hepatocellular carcinoma. There were patient complications and patient was treated with a new device several weeks later.